Manufacturer narrative:
(B)(4). Date of alcl diagnosis: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl (cd30 positive, alk negative).

Event description:
Regulatory agency reported for left side "a patient who was diagnosed with bia-alcl". Histopathological markers cd30 positive and alk negative have been confirmed. Further reported were bruising of the upper and lower limbs in a context of gingivorrhagia and epistaxis without explanation, attempted suicide, hernia, pancreatic microcysts, viral pericarditis, appendicitis, covid-19 which have been deemed not related to the device. The device has been explanted with a complete capsulectomy and replaced.